Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The broach handle does not lock; it will not hold a broach or an implant.

Manufacturer narrative:
Examination of the returned device was unable to confirm the reported event. The returned handle was mated with a poly broach tip and functionally tested with a depuy retained stem and found to assemble/disassemble and hold the stem securely as intended. A complaint database search on the provided product code identified similar reports for the size 6 broach and implants. A pra was conducted and determined no patient risk. Information documented on (B)(4) that was released on june 3, 2013 via (B)(4). Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.